Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) with stone lithotripsy procedure performed on (B)(6) 2011. According to the complainant, while preparing for the procedure, the nurse noticed that the catheter was kinked within the package. No damage was noted to the packaging, and the sterile barrier did not appear compromised. After advancing the device into the patient, the basket failed to extend. No stones were removed prior to this event. The procedure was successfully completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; sidecar pushback.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient was over 18 years old. A visual examination found that the device returned with the basket extended. The basket wires were properly formed and evenly spaced. No kinks or bends were present along the device working length. Additionally, the guidewire lumen (sidecar) presented with push-back. Functionally, the basket was able to be extended and retracted without issue. The condition of the returned incident device was not consistent with the complaint that the catheter was kinked and the basket failed to open. However, the evaluation found that the guidewire lumen (sidecar) presented with pushback. The sidecar pushback likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.